Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a qdot micro¿ catheter and after the catheter was taken out of the body, the tip of the catheter was broken. The tip seemed a bit disconnected but still attached. No adverse patient consequence was reported.

Manufacturer narrative:
The device evaluation was completed on 09-jan-2024. It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a qdot micro¿ catheter and after the catheter was taken out of the body, the tip of the catheter was broken. The tip seemed a bit disconnected but still attached. No adverse patient consequence was reported. Device evaluation details: the device was returned to biosense webster for evaluation. A visual inspection of the returned device was performed following bwi procedures. Visual inspection was performed and a hole on the surface and reddish material inside the pebax were observed. The damage on the pebax could be related to the manipulation of the device during the procedure, however, this cannot be conclusively determined during product analysis, the lot number was verified to be (B)(4). This was verified by electronically erasable programmable read only memory (eeprom) file. Therefore, d4. Lot has been populated. A manufacturing record evaluation was performed for the finished device 31172502l number, and no internal actions related to the reported complaint condition were identified. Additionally, the manufactured and expiration dates have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. The issue reported by the customer was confirmed. The damage on the pebax's surface could be related to the broken tip issue described by the customer. It should be noted that device failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).